Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a pt experienced an anterior chamber tear during a laser assisted cataract procedure. This was the second case of the day. The laser assisted part of the procedure was uneventful. In the operating room, the capsulotomy was free floating without any adhesions/tears. However, the pt was moving quite a bit (she fell asleep while under the propofol sedation) and after the phacoemulsification was completed, an anterior capsular tear (not extending into the posterior chamber) was noted. A planned 3 piece intraocular lens (surgeon's preferred) was implanted in the bag, rotating the haptics away from the tear area.